Event description:
Capsule contracture.

Manufacturer narrative:
Capsule contracture was reported as the reason for explantation. Update/correction to sections b1, b2, b4, b5, d6b, g6, h2, h4, h6, and h10.

Event description:
Alleged capsule contracture.